Manufacturer narrative:
The reported issue of external power loss appears to be related to a power supply interruption, potentially due to a loose or improperly connected main plug. This is supported by the following observations: no ambient mode was recorded in the log file, indicating the device did not enter a low-power state, which would typically occur during a controlled power-down. No ventilation failure or other system errors were logged on he day of the event, ruling out internal system faults. During follow-up testing, the engineer noted that batteries were not initially recognized, but were detected after being re-seated, suggesting a possible connection issue either with the battery contacts or the power input. Several attempts were made to contact the service technician to obtain additional information about the case; however, no response was received. The case will be closed for now and may be reopened if further information becomes available. Further investigation was attempted; however, no additional information was provided by the hospital. The available information is insufficient to reach a conclusive outcome. No parts were available for further inspection. For hamilton medical, this complaint is considered closed. We will continue monitoring similar events. At this time, no root cause can be identified due to the lack of information.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).

Event description:
The following was reported to hamilton medical ag: "hamilton c3 sn (B)(6) 'turned off while in use". No health consequences or impact.